Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer jumped into the pool with the pump for about 5-10 minutes and a malfunction alarm occurred. Blood glucose was 80 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.